Event description:
Reportedly, the patient visited the hospital on (B)(6)2022 due to swelling and pain at the implant site. An infection was therefore suspected and the pacemaker was explanted on the same day. The two associated leads remained implanted but will also be explanted at a later date. Preliminary analysis revealed that the device was manufactured and sterilized according to specifications.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Preliminary analysis revealed that the device was manufactured and sterilized according to specifications.

Event description:
Reportedly, the patient visited the hospital on (B)(6) 2022 due to swelling and pain at the implant site. An infection was therefore suspected and the pacemaker was explanted on the same day. The two associated leads remained implanted but will also be explanted at a later date.